Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there were episodes of noise and oversensing on the right ventricular (rv) lead. A revision surgery was performed; the lead was disconnected and reconnected to the header of the device, which resolved the event. The patient's condition was stable following the procedure.